Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bakelite tip detached and fell into the patient's bladder, fortunately without any harm to the patient. No negative impact in state of health reported.